Event description:
The health care provider (hcp) via a manufacturer representative reported that implantable neurostimulator (ins) was faulty and was never implanted. The ins would not allow for the lead to enter. The manufacturer representative was not aware of any environmental, external, or patient factors that may have led to the issue. The troubleshooting performed was that they backed out the setscrew and lubricated the lead with no resolve. No actions were taken to resolve the issue and they used another ins with no issues. The issue was resolved and the ins would be returned.